Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and determined that the reported condition was confirmed. It was further determined that the bearings were worn out which caused noise, vibration and intermittent operation of the device. It was also observed that there was debris inside the driveshaft. The assignable root cause of the discolored housing and debris was determined to be due to improper cleaning, while the root cause for worn out bearings was due to wear from normal use and servicing. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported that the motor device was broken. During in-house engineering evaluation, it was determined that the motor device made an unusual noise, had vibration, intermittent operation and the housing was discolored. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.